Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-08212. It was reported during an dbs implant, the patient experienced weakness located in their right hand and arm. As a result the physician removed the leads. CT scan revealed the patient experienced a modest hemorrhage. The patient was intubated and administered in intensive care.